Event description:
The complaint was reported as: "they inserted the device without any complication and when they started the injection, they noticed a leak. They removed entirely the device and insert a new one without any other issue. The patient is fine. No consequence for the patient. The device is available."

Manufacturer narrative:
The sample was not returned for evaluation at the time of this report. A follow-up will be submitted with investigation results.